Event description:
It was reported that a loss of capture was observed on the leadless pacemaker (lp) on a pacemaker dependent patient. Diagnostic imaging was performed, but no abnormalities were revealed. A revision procedure was performed and a right ventricular lp was added and the right atrial lp remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.